Event description:
It was reported that the subject device is not working. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image cannot be displayed and watertight defect in plug unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.